Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery voltage - no anomalies found. Battery voltage at 2.89 v. The diagnostic information is not consistent with the reported event. (B)(4), the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that at a follow up visit the patient felt dizzy. It was reported that there was a failure of the atrial lead due to noise and oversensing. It was further reported that the device had high outputs, pacing inhibition, and the longevity was questioned. Both the device and the lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery voltage - no anomalies found. Battery voltage at 2.89 v. The device was not returned, but diagnostic information is not consistent with the reported event.